Event description:
Healthcare professional reported right rupture and "texture to smooth due to concern". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: a broken sharp assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of the shell assessed, as to inconclusive. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Additional observations: no other observations observed, in the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right rupture. And "texture to smooth, due to concern". Device has been explanted.